Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss replaced backlight inverter and cable to solve issue. Fss performed annual preventative maintenance (pm) and the two (2) year pm. Fss replaced venturi o-ring, friction o-rings, all vacuum filters, lithium battery, base controller battery and fan filters as part of pm. Fss calibrated vacuum and carried out the field service checklist, which the system passed all functional tests and it was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the screen went blank (black in color) intermittently numerous times during the day but machine was still powered on. It was reported that three (3) patients were cancelled. There was no patient involvement or injury as issue occurred before surgery.

Manufacturer narrative:
A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.